Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm, pump error 20 alarm, and pump error 4 alarm is found in the formatted history file due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.